Event description:
Company representative reported distributor stated that a patient was having issues with the pump and backup pump. On follow up call, patient's daughter reported the patient used a full cartridge of insulin in less than 24 hours; does not know what the issue is about. Daughter stated the patient's backup pump is expired. Patient reported he has had some error messages in the past couple of weeks; specific error message was not provided. Patient stated he has begun to have low blood glucose readings once or twice a week. Patient stated the pump had given him a full cartridge of insulin in less than 24 hours. Patient stated he is currently off of the pump. Patient reported he tried to use his backup pump but it was expired; pump may have displayed an e5 (end of operation). No adverse event reported. Patient declined to provide any additional information. Product was replaced and requested return of the alleged pump, cartridge. Adapter, infusion set and backup pump also was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.